Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn noted blood in the helium driveline tubing. The rn stated that there has been no alarms on the pump. The intra-aortic balloon (iab) was removed by the md without difficulty. The patient was stable and did not require a reinsertion of the iab. There was no reported patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the rn noted blood in the helium driveline tubing. The rn stated that there has been no alarms on the pump. The intra-aortic balloon (iab) was removed by the md without difficulty. The patient was stable and did not require a reinsertion of the iab. There was no reported patient complications, serious injury or death.